Event description:
Since the valve was implanted in 2004, the pt exhibited symptoms that indicated the valve was not functional. It was reported that the ventricular and atrial catheters were functional but cerebrospinal fluid did not flow through the valve. The valve was explanted and replaced.